Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle and displayed a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb and determined that the cause of the reported issue was due to integrated circuit, designator u2. The memory of u2 was corrupt.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. The white display was intermittent. As a precaution, physio replaced the user interface pcb assembly, the system controller pcb assembly, and the ui flex cable. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle and displayed a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.